Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with an unspecified intraperitoneal antibiotic (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date, antibiotic therapy was discontinued. Eight days after admission, the patient was discharged from the hospital. On an unknown date a month or two later, the patient recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.